Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned sheath revealed the following: curvature on sheath and introducer shafts; liner fully expanded as designed; distal tip open and torn radially, along the distal edge of the liner; distal tip stretched radially and along the axial score line; score lines present. Due to the condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. The complaint for "general risk - failure - sheath distal tip torn" was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "the surgeon stated he felt a "pop" when the valve exited the distal portion of the esheath." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position. The valve and delivery system were prepped per the IFU and there was no pre-dilation of the vessel prior to sheath insertion. The sheath, valve, and delivery system were inserted without difficulty. The surgeon stated he felt a "pop" when the valve exited the distal portion of the esheath. Valve alignment was done without difficulty and the valve was deployed +1 volume 80:20. There was no pvl noted. The delivery system was removed without difficulty. The 14fr introducer was inserted back into the esheath+, and the sheath was removed without difficulty. The distal tip of the esheath+ was noted to have a tear.